Event description:
The complainant alleged that during routine testing by a biomed the device had no display. No ECG signal and no pacer output. The complainant indicated there was no pt involvement with this reported malfunction.